Event description:
It was reported, the pt had not recharged the ipg in over a year because her external devices had been stolen. The pt reported difficulty recharging and was unsure if the ipg was holding a charge when she had been recharging in the past. The sjm representative met with the pt and confirmed the ipg was no longer responsive. It was reported, the pt was requesting for the ipg to be replaced. The physician planned to undertake surgical intervention at a future date.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.